Event description:
The lay user/pt contacted lifescan (lfs) customer service on june 12, 2009 alleging that one touch ultra 2 meter was not powering on after it was dropped in water. The pt indicated she went to the hosp after the power issue began. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions due to a disconnected phone number. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the power issue first occurred the previous month. She admitted that she has dropped her meter in water but did not specify when this occurred. On an unspecified date/time, the pt fell and hit her head. Details about what preceded her fall, such as her activity levels, food intake, current health conditions at the time, and last blood glucose test result were not reported. She went to the emergency room (ER) three days later and was admitted to the hosp for a week. She stated her blood glucose level was tested at the hosp but she was unable to recall the result because she reportedly was in a "diabetic coma". During her hospitalization, the pt was on a heart monitor, her kidneys reportedly were "shutting down", and she was also taken off metformin and put on another diabetes medication. Based on the provided info at this time, this complaint is being reported because the pt allegedly developed a diabetic coma after the power issue began and the pt was hospitalized for a week. There was no evidence that the product malfunctioned since the meter was dropped in water. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.